Manufacturer narrative:
H.6. Investigation summary: one (1) photo was received from the customer for investigation. The photo shows three (3) syringes which appear to have lighter print in some of the numbers on the gradient scale. However, the numbers on all three (3) syringes is still legible and can be read. The photo provided by the customer was shown to a quality control associate who stated that the print on the syringes is still legible and would be acceptable. The quality control associate stated that the light print was probably caused by a worn printing drum and that if this condition was observed during production that the print would be monitored to ensure that the syringes being produced maintained legible print. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe scale markings are faded. This was discovered before use. The following information was provided by the initial reporter: material no. 301031; batch no. 9131528. It was reported the printing on the syringe is faded. We have noticed an increase in faded printing on syringes (60ml and 20ml).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6) a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe scale markings are faded. This was discovered before use. The following information was provided by the initial reporter: material no. 301031, batch no. 9131528. It was reported the printing on the syringe is faded. We have noticed an increase in faded printing on syringes (60ml and 20ml).